Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mst1012 was received for investigation. Device was found to be in fair condition. Evidence of use in a procedure was present on the needle and inside the vacuum tubes. Cutter was in the closed position. The device was connected to a holster for functional evaluation. Upon initialization, tissue was transported into the first chamber of the sample management cup. The original voc was not deemed reportable. However, due to the discovery of the tissue within the sample management cup, this event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that no tissue samples were acquired. At priming there are the saline in tube, but not canister. Procedure was completed with another device.